Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred between the transmitter and smart phone on (B)(6) 2016. Patient reset the smart phone, removed the g5 application and reinstalled the application. Reset was not successful. No injury or medical intervention was reported.